Event description:
It was reported that an inaccuracy between the continuous glucose monitor (cgm) and the blood glucose (bg) meter occurred. The sensor was inserted into the abdomen on (B)(6) 2021. On (B)(6) 2021, the patient¿s cgm was displaying 66 mg/dl when the patient started to have a seizure followed by a loss of consciousness. The patient's partner was with her at the time of the event and called emergency medical services (ems). When the paramedics arrived, a bg was performed which was 29 mg/dl. The patient was treated transported to the hospital and treated with IV glucose. The patient remained unconscious for 4 days and was in the hospital for a total of 9 days. At the time of the report, the patient continues to experience headaches, dizziness and weakness. No data was provided for evaluation. The allegation and a probable cause could not be determined. The reported glucose values fall within the c zone of the parkes error grid. No additional patient or event information was provided.

Manufacturer narrative:
(B)(4). Diabetes mellitus is a known cause of hypoglycemia and loss of consciousness.